Event description:
It was reported that a sheath leak and air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration, the sheath leaked from the handle near the flush tube and air ingress was noted through the side flush port of the sheath. The leaking occurred during use of a mapping catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.